Manufacturer narrative:
Device had unresponsive buttons due to flattened act and up buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button. The reservoir tube lip was partially broken off but the test reservoir locked in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump that the chip came from the reservoir when customer unscrews it from the insulin pump. Customer stated that buttons are still responsive. Customer stated that no delivery alarm had been resolved. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.